Event description:
A family member of a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor reported that the patient feels like her body "is pushing the ins out for the past 4-5 days." The caller stated that the ins site appears to have a bulge and it does feel warm. The patient also reported pain. These changes were described as sudden. A follow-up letter from the patient's healthcare provider indicated that the patient's symptoms had resolved by the time the patient was seen by the physician.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.